Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced multiple occurrences of system error code 23013. Prior to calling into intuitive surgical for technical support, the surgeon made the decision to convert the procedure to traditional open surgical techniques.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error codes experienced by the site was associated with a patient side manipulator (psm). The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23013 appears when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put davinci in a recoverable safe state. The psm was returned to isi for evaluation. Engineering confirmed the occurrence of system error code, thus confirming the reported failure mode experienced by the customer. The psm's potentiometer and motor were replaced. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.